Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the proximal screws did not go through the nail when inserted through the aiming arm. This is report 1 of 2 for complaint (B)(4).

Event description:
The device does not function when the nail was inserted. The proximal screws did not go through the nail when inserted through the aiming arm. Update a revision to the patient fixation occurred yesterday afternoon following an x-ray (attached) showing a tibial fracture at the most proximal screw hole. The left nail, 10mm x 180mm was removed and then replaced with a 240mm length nail of the same diameter. A large fragment metaphyseal plate was contoured and situated on the medial aspect of the tibia fracture. The patient requested to keep his metal wear, so it is unavailable for testing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The aiming arm was checked and functioned according to the requirements. The nail may have deviated from alignment if excessive force was applied to the nail. The technique guide recommends reaming of the modulary canal larger than the diameter of the nail. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected. Placeholder.

Manufacturer narrative:
X-ray unknown date. Placeholder.